Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) procedure and is unhappy as he states that the device is not working. No complications were reported but did said that is dissatisfied. The patient was suggested to go to (B)(6) to find a specialist in his area for someone to see him.